Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal (product analysis lab) evaluated the device. An iipv (increased intra-peritoneal volume) was found during evaluation. The cause was determined to be insufficient drain - false empty detect at initial drain. The device history record was reviewed and no issues were identified that may have contributed to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 1. The patient's ultrafiltration reading was 1890ml, indicating the home patient (hp) drained 1890ml more than their programmed fill volume of 2500ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient did not report any issues or symptoms of overfill. The patient has resumed therapy. There was no patient injury or medical intervention associated with this event.